Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient died from unknown cause. Nevertheless, the physician suspected that death resulted from an overdose.